Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir compartment has broken. The customer¿s blood glucose level was unknown. Customer pump right were the infusion set or res goes where it twist it has broken where it doesn't stay locked. The customer was assisted with troubleshooting. Customer stated reservoir compartment where the res screws in it has broken. The customer decline troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, scratched reservoir tube window, stained address/serial number label and missing end cap sticker.